Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an intermittent delay in response to touch when the wake button was pressed. The customer stated this only occurs after the screen has been off for a long amount of time. The customer's blood glucose level at the time of the report was 286 mg/dl.